Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipeline devices failed to open on the distal ends. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right internal carotid artery. The dimensions of the aneurysm include a max diameter of 3mm, a 3mm neck diameter, and a landing zone or artery size of 4.1mm distal and 5.2mm proximal. It was noted the patient's vessel tortuosity was moderate. The angiographic result post-procedure was a right ica aneurysm. It was reported that, "distal end of device fails to open despite loading the delivery wire, loading the system with marksman and un sheathed around 11-12mm of device." Both the pipeline devices were not positioned in bend. More than 50% of both the pipeline devices had been deployed when they failed to open. Both the pipeline devices were re-sheathed more than 2 times. No additional steps or other devices were required to open either pipeline. Both the pipeline devices were removed from the patient. Both the pipeline devices were re-sheathed and removed with the microcatheter. The pipeline devices were not used for an indication that is not approved (off-label). It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a microcatheter rfx058-105-08 lot#: d019254, and microcatheter fa-55135-1030 lot#: 228829867.

Manufacturer narrative:
H2/h3: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal end of the braid was not open and frayed, but the proximal end was found to be opened and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was confirmed, as the distal end of the braid was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer noted that the vessel tortuosity was moderate and that the braid was not positioned in a bend, which rules these factors out as possible causes. It is possible that damage to the braid contributed to the failure to open. Such damage can occur from resheathing the braid more than twice, excessive manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was determined to be related to a "product defect". The procedure was completed with a balt silk vista flow diverter.